Event description:
It was reported that the patient had inadequate therapy. As a result, the lead extension was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.